Event description:
The report received from the clinical research registry in a foreign country indicated a pt experienced a myocardial infarction due to septal branch occlusion during a cypher stent implantation. The indication for the procedure was stable angina and positive ischemia on nuclear scan. A 2.5 18mm cypher stent was implanted at 16 atms in the mid left anterior descending coronary artery described as 2.5 x 15mm long, de novo, concentric with a type a classification and 85% stenosis. Predilatation was conducted at 10 atms and post dilatation was conducted at 16 atms for zero percent stenosis. A procedural complication; occlusion of septal branch was reported. Next, a 3.5 x 13mm cypher stent was implanted at 18 atms in the proximal circumflex described as 3.5 x 10mm long, de novo, moderately tortuous, concentric with angulation equal to or greater than 45 degrees but less than 90 degrees, with a type b2 classification and 65% stenosis. Predilatation was not conducted, but post dilatation was conducted at 16 atms. The residual stenosis was 3%. An undetermined non q-wave myocardial infarction was reported with an elevated peaked ck. According to the investigator, the myocardial infarction was the result of the occluded septal side branch.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the us. However, it is similar to the us cypher sirolimus-eluting coronary stent. This is one of two products involved in the same pt reported under mfg numbers 9616099-2008-01035, and 9616099-2008-01036. Please note that 2200 f10 for pt code represents septal branch occlusion. Add'l info will be submitted within 30 days upon receipt.